Manufacturer narrative:
Correction to f10/h6: medical device problem codes - replace a050401 with a180104. H4: the lot was manufactured between january 9, 2021 to january 10, 2021. H10: the actual devices were received for evaluation drained of the solution along with photographs of the devices. Visual inspection of the photographs was performed which identified white particulate inside all the bags. Unaided and magnified inspection was performed on the actual samples which identified loose, white particulate matter in two (2) bags. Particulate could have been discarded while emptying the bags of solution. All fill port caps were removed and no defect could be observed of the connector or cap areas. The particulate in the 2 bags was further analyzed and determined to be acrylonitrile butadiene styrene (abs). The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were found with particulate (transparent or white). This was observed during preparation at the compounding facility. There was no patient involvement. No additional information is available.